Event description:
The patient's family member reported that the patient had an infection at the pump pocket, which occurred after the patient's recent pump and catheter replacement. They reported the patient symptoms as anxiety, drowsiness, a headache that started after a dye test, nausea, diarrhea, depression, shaking, irritable, 20 pound weight loss, and new back pain. The patient was currently at home, but had been admitted to the hospital in 2007 and sent home on the next day. There were no pump alarms sounding. A dye study and x-ray were taken the previous week and no problems were found. The patient was receiving dilaudid via the pump. On approx two months later, the hcp had taken the old dilaudid out of the pump and refilled it with new dilaudid. The patient's family member was encouraged to contact the patient's hcp. The hcp reported that the patient was diagnosed with an infection. The patient did not have meningitis. The patient's symptoms were reported as fever, redness, and swelling. The primary location of the infection was the device pocket. It was unk as to whether or not cultures had been obtained. The patient was treated with unspecified antibiotics perioperatively and unspecified oral antibiotics postoperatively. The infection resolved.